Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). An impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (item # tsvwb10) was received for investigation. Visual inspection of the as returned product identified signs of wear from use, but no other signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The returned implant's dimensions were measured with digital calipers and found to be within the specifications in the product's engineering drawing. Pre-existing conditions were noted on the per and include the patient's reported smoking habit. The reported device was located on tooth # 36 (fdi notation) and was used for approximately 4 years. Pictures or x-ray images of the implant site were not provided to evaluate the bone loss. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Ace to ensure the distribution of conforming product within specifications. The reported event could not be recreated due to the nature of the dental device and events (peri-implantitis). The complaint is not related to the functional performance of the device.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant placed in dental site 36 was removed due to periimplantitis. Doctor performed a curettage and bone graft bios. Abscess, bone loss and inflammation were also reported.